Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure. Additional information was received stating that the patient was doing well postoperatively.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure. No additional information has been obtained. Additional information was received stating that the patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). The returned implantable pulse generator was analyzed and the allegation that the patient experienced persistent difficulty charging the ipg has been confirmed. Testing of the ipg indicated that it was operating as expected. However, a review of the data logs revealed that the user may not have followed the proper instructions for charging the ipg. Therefore, this investigation is assigned a probable cause of failure to follow instructions, as per the labeling, the charger must be well-ventilated and properly centered over the stimulator to ensure effective charging.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure. No additional information has been obtained.